Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the pump history is not recording correctly. There are reportedly large gaps in dates in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the bolus history shows no boluses were done between (B)(6 )2012. A review of the total daily dose history indicates that the pump was turned on and was performing basal deliveries from (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The keypad was tested and no hypersensitive buttons were observed. A 10 unit audio bolus and a normal 10 unit bolus were programmed and delivered and both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The complaint regarding the bolus history could not be duplicated during investigation.